Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative screw breakage is unknown. This report is for unknown quantity of unknown 2.7mm variable-angle (va) locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): unknown, as specific part and lot numbers for 2.7mm variable-angle (va) locking screws is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that post-operatively 2.7 variable-angle screws broke in mtp (metatarsophalangeal) plate. Concomitant device reported: unknown mtp (metatarsophalangeal) plate (part # unknown, lot # unknown, quantity 1). This report is for unknown quantity of unknown 2.7mm variable-angle (va) locking screws. This is report 1 of 1 for complaint (B)(4).